Event description:
It was reported that the patient had a recurrent gastrointestinal (gi) bleed. The patient presented on (B)(6) 2024 with low hemoglobin and hematocrit per routine labs but had no bloody stool. The patient was treated with blood transfusions. The patient was not admitted and was treated outpatient as an ongoing plan of care. The pump operated as intended. There were no medication changes or diagnostic testing reported and target inr goal remained was from 2 to 2.5. The patient's hemoglobin and hematocrit normalized following blood transfusions. The patient was monitored outpatient on ongoing basis. The patient's prior bleeding events are reported under MFR #s: 2916596-2024-04750 and 2916596-2024-04763.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.